Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number3006705815-2020-32131. It was reported that during an ipg replacement (related manufacturer reference number 3006705815-2020-31626), imaging studies showed that both leads had migrated down to t12. As a result, both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.